Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio=7.4, lab=4.9. Testing and blood draw within 15 min of each other.

Manufacturer narrative:
Customer claims obtained discrepant results (inratio high). Root cause analysis: meter test and lab draw were performed within 15 minutes of each other. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter - 7.4, lab - 4.9, mean - 6.15. The mean of the two inr's is greater than 5.0 and the difference between inr's is greater than 2.2. These results are considered inaccurate. Product testing is required. Products associated to the complaint were not returned. Strip accuracy testing will be performed using retain strip lot 211585pa.